Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to delivery energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Complaint 2 of 3 all for same type of situation - power to hemopro 2 loss of power. No information on patient or attending at this moment. Information pending. All issues have happened in a day of each other per clinician.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot 25114845 the only lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to delivery energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Complaint 2 of 3 all for same type of situation - power to hemopro 2 loss of power. No information on patient or attending at this moment. Information pending. All issues have happened in a day of each other per clinician.